Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
It was reported that the pump touch screen unresponsive. There was no adverse impact to customer's blood glucose level. During a follow-up with the distributor on (B)(6) 2021, it was reported that the pump touch screen was functioning as intended.